Manufacturer narrative:
The customer's report of a leak at the connection between the secondary set and primary IV set during an infusion was not confirmed. The primary and secondary sets and all components were visually inspected. The threads of the proximal smartsite valve were turned upwards indicating use and over-tightening of a mating component. The threads of the distal smartsite showed no similar damage. Functional and pressure testing resulting in no leaking. An incidental finding of a check valve failure due to a particulate was noted during testing. The root cause of the reported leaking was not identified.

Manufacturer narrative:
Concomitant medical products : 250 ml baxter bag ndc 0338-0049-02 lot y225730 exp aug 18 pertuzumab; 250 ml baxter bag ndc 0338-0049-02 lot y225730 exp aug 18 0.9% nacl, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluid leaked at the connection of the secondary set to the primary set during an infusion of perjeta. There was no report of patient harm.